Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the cartridge compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/27/2015 with the following findings: the cartridge compartment was found to be cracked along the right side of the bumper pad, extending from the threads towards the case seal. A portion of the cartridge compartment threads were observed to be missing/damaged.